Event description:
It was reported that a patient presented following a routine generator change with noise and varying low voltage impedance noted on the right ventricular lead. The physician elected to leave the lead in its existing configuration and make no changes to the lead. The patient was stable throughout.